Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was completed with different device with no patient harm resulted in relation to this event.